Event description:
Subsequent to the previously filed report, additional information was received: on (B)(6) 2025, on the same day as the procedure, a permanent pacemaker was placed.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. It was indicated that the patient had atrial fibrillation and significant calcification extending beneath the aortic annular plane in the interventricular septum which may have contributed to the reported event. The final implant depth was 4-5 mm from the non-coronary cusp. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. It is possible that the event is related to the patient condition prior to implant. However, this cannot be confirmed. The reported surgical intervention was under case-specific circumstances, as permanent pacemaker was implanted for heart block. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes added: h6 health effect - impact code: 4624 surgical intervention.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025 a 29mm navitor was chosen for implantation, utilizing a large flexnav on a patient with a history of atrial fibrillation (af). The patient presented with atrial fibrillation (af) with 84 beats per minute (bpm) and significant calcification extending beneath the aortic annular plane in the interventricular septum. The valve was implanted at a depth of 4-5mm. After the implantation of the navitor, the patient developed a transient atrioventricular (av) block. A temporary pacemaker was implanted at the onset of the heart block. The patient was noted to be hemodynamically stable and discharged.